Event description:
A pt reported experiencing inaccurate low, erratic results with a fasttake meter. The pt's blood glucose results were 85 mg/dl on pt's meter and 145 mg/dl on the lab. Tests were done within 10 minutes with a difference of 41%. Pt did not experience any adverse events. The control solution test passed on the meter. No further info has been reported.